Manufacturer narrative:
The hill-rom technician found the gear rack was broken. In the service manual for golvo (B)(4), under the section instructions regarding the check points, 5b base opening & closing linkage it is stated: inspect gear rack for worn teeth and cracks where stop nut contacts back surface. Inspect friction plates. Replace if worn or damaged a search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician replaced the gear rack set to resolve the issue. Based on this information, no further action is required

Event description:
Hill-rom received a report from the account stating the legs of the lift will not move out. The lift was located on the first floor of the therapy section at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).